Event description:
Report stated - we recently transported one of our infants to a tertiary center and were notified of an issue several days after transfer. A metal strip from the neofit device was found in the infant's stomach. It was safely passed through the intestinal tract and did not cause harm. We believe that the device likely broke during extubation at the other facility, but cannot be 100% sure of that. Neo-fit neonatal endotrac 42-2540 (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-no sample returned. Analysis and findings: distribution history. The complaint products were manufactured at csi. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was not returned to csi. Visual evaluation: a physical device evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. The manufacturing line process was reviewed and noted that no changes had been made, or concern raised. No further corrective actions necessary at this time. No further training is required since the complaint was not physically confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Report stated - we recently transported one of our infants to a tertiary center and were notified of an issue several days after transfer. A metal strip from the neofit device was found in the infant's stomach. It was safely passed through the intestinal tract and did not cause harm. We believe that the device likely broke during extubation at the other facility, but cannot be 100% sure of that. Neo-fit neonatal endotrac 42-2540 e-complaint-(B)(4).